Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer¿s blood glucose was 90 mg/dl at the time of the incident. The customer was swimming took it off and heard a clicking noise and notice the pump display showed critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump was received with critical pump error alarm during testing and unable to download due to moisture damage on the electronic assembly on electrical board. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The device was received with minor scratched lcd window and cracked select button keypad overlay.